Event description:
The customer reported a leak of blue fluid underneath the coulter lh 780 hematology analyzer. In addition, the customer reported a dried solution under the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a lab coat, and protective eyewear at the time of the incident. The customer cleaned the area wearing ppe and requested service for the unit. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. Field service engineer (fse) observed the leak coming from a hole at valve vl4a which is a single acting pinch valve. The valve vl4a may have the presence of blood, clenz and diluent while in operation and cleaner while in shutdown. The fse replaced the tubing at vl4a and resolved the leak. The fse verified no leaking after running startup and controls.

Manufacturer narrative:
Root cause for the leak was a hole in the tubing at valve vl4. Bec internal identification number is (B)(4).